Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the technician was attempting to harvest the sutures through the distal end of the proximal guide, only one suture was present. The device was removed and a second proglide was attempted; however, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced in being filed under a separate medwatch report number.